Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The field service engineer reported that the battery will not charge. This is an out box failure battery. The customer reported the unit was not in use on patient.

Manufacturer narrative:
The customer returned power management pcba was installed in an fi test ventilator. Verification test 11 (internal battery) was performed. The test passed, no failures were found.